Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported, the subject device had a loose connection in the cable (resulting in image loss). Per the reporter the device is being use for testing purposes and not used on a patient. There is no patient involvement on this reported event, no harm was reported.